Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an issue with the programming of the drug library of the pump; if not, the total volume delivered may not have been cleared before the start of a new infusion; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device may have over/under dosed the patient with the narcotic drug fentanyl; approximately 5ml had been unaccounted for. It is unknown if there were any adverse patient effects.